Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would intermittently become unresponsive. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was unrelated to a computer issue. The computer booted normally to the application screen. The cranial program and exams loaded without issue. Seatools long test and memtest86 showed no errors. The computer passed hardrive testing. The reported event could not be duplicated by medtronic personnel. After completion and passing all required testing a separate unrelated issue was identified. The system would not dupe as the dmi data programmed by OEM is not longer than the serial number. It was populated with "OEM". This issue was documented in a medtronic navigation hardware anomaly tracking database.